Event description:
It has been reported to the co that during the procedure the tip of the wire broke off. However, the procedure was able to be completed using this device. The pt sustained a coronary perforation. Chest pain and pericardial effusion requiring no medical or surgical intervention as hemodynamical stability was achieved. The device has been discarded by the hosp.